Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing respiratory issues while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported using an ozone based disinfection device. The device was returned to the manufacturer's product investigation lab for evaluation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of sound abatement foam. Additionally, the manufacturer visually inspected the dreamstation and found no sign of discoloration or contamination. The external and internal inspections found no obvious signs of discoloration to the enclosures or any seals of the units. The manufacturer reviewed the device's downloaded event log and found no errors logged. Power was applied to the device and the manufacturer verified airflow. The manufacturer's product investigation lab was unable to confirm the reported complaint. The manufacturer concludes that there is no evidence of sound abatement foam degradation in the device.